Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a (B)(6) old caucasian female patient who underwent breast prostheses implantation with unknown saline breast prostheses, experienced the following since implantation in 2001: painful wrists, lower back pain, low libido, bowel issues (3x/week) brittle peeling nails, coarse and thinning hair. The patient underwent explantation and replacement with allergan saline implants in 2007. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the suspect medical device was a mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 226162. Mentor also became aware that the patient experienced discomfort and was advised by their surgeon to change the devices with different implants made by a different manufacturer. On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).